Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11441. The pt received two leads with the same lot number. It was reported, the physician replaced the ipg and both leads due to the determination the leads had disconnected from the ipg. F/u identified the issue was resolved with surgical intervention.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.